Event description:
A complaint of imprecise sequential reading was received on a customer's precision xtra meter. The customer obtained reading of 1.9, 10.7, 9.9 and 8.7mmo1/l within a ten minute timeframe. When plotting each of the readings against the average on a parkes error grid the results fall in the 'a','b' and 'c' zone. The 'c' zone results shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.